Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The staples appear aligned properly. No defects or anomalies were observed. There are 27 staples remaining in the stapler indicating that the end user fired 8 staples. A functional inspection was performed by attempting to engage the stapler trigger. The stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. No defects were found. All staples were able to correctly form and release from the stapler. No functional issues were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of staples not loading after the first staple fired could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. The root cause is unknown.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1500347 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After the first staple the stapler does not load any more staples. The patient's condition was reported as fine.